Event description:
The tip of the carbide punch instrument broke during surgery. The surgeon elected to attempt retrieval of the broken piece and it remains in the pt's distal femur. No other info was provided to co.